Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for routine follow up. The right ventricular and right atrial leads exhibited stored episodes of lead noise. The patient would continue to be monitored.

Event description:
Additional information received noted the atrial lead was capped and replaced due to noise oversensing on (B)(6) 2019. The patient was in stable condition following the procedure.